Event description:
Healthcare professional later confirmed baker grade iii.

Event description:
Healthcare professional additionally reported "filled with a milky white liquid."

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: deflation : not observed. It is not possible to determine the lot number or catalog through the photos provided. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side ¿rupture.¿ device has been explanted and replaced.